Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the vela ventilator; the unit is alarming xdcr fault (transducer fault) and motor fault. The customer reported no patient involvement associated with the event.